Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributted to a system interconnection flex cable that was not properly seated to a connector on the control board. The cable was reseated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.